Event description:
A team leader reported that the light source had a burning smell and the system shut down during a cataract procedure. The procedure was completed with an alternate system. There was no pt harm reported.

Manufacturer narrative:
The company service rep examined the system and found the illuminator bulb burned out. The illuminator bulbs were replaced. The power cable to the power supply via the host and all printed circuit boards were inspected and reseated. The footswitch circuitry was inspected. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).